Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01001. This report is being submitted as additional information the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 89 days. Manufacturer's investigation conclusion: the reported event of a no external power alarm was not confirmed, however a low power hazard alarm due to ac power loss was confirmed via the evaluation of the submitted log file. The log file contained approximately 10 days of data (dated (B)(6) 2017 per time stamp). On (B)(6) 2017 at 7:38, the rsoc levels of both power cables fell from the expected ~12v down to ~2.4v in approximately 4 seconds activating low power hazard and power cable disconnect alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and suggested an intermittent loss of power. The pump support was not affected and the system was supported by the backup battery during the event. There were no other notable alarms active in the log file. The mobile power unit and the power cord were not returned to abbott for evaluation. Per the additional information, it was uncertain whether the cord became disconnected from the mpu. Based on the log file analysis, a root cause for the low power hazard alarm was determined to be related to a loss of the ac power heartmate 3 patient handbook document # (B)(4) rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, document (B)(4), rev f, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved including low power hazard alarms. Heartmate 3 patient handbook document # (B)(4)rev d, under section 3 ¿powering the system¿ explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s log fil was submitted for review due to no external power alarm. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and observed some out of specification voltages on (B)(6) 2017 from 7:38:57 to 7:39:01 while the patient was connected to the mobile power unit (mpu). These were most likely due to the ac power cord becoming loose where it plugs into the mpu. The voltage values resolved and there were no unusual events either before or after. No additional information provided.